Manufacturer narrative:
The reported field event was confirmed after reviewing the stored egms. The functionality of the device was tested and the ICD was found to be normal. No noise was observed; all sensed signals were clean and noise-free. The cause of the noise resulting in inappropriate therapies is believed to be due to a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
The patient presented to the ER via ambulance after receiving multiple hv therapies. Patient experienced electrical storm outside the house and described seeing a flash of lightning then another flash inside the house. This immediately preceded the onset of hv therapies. Noise was observed on the ventricular channel. The lead was capped, and the ICD was explanted.